Event description:
A report of inaccurate readings were rec'd. The rptr did not give any specifics of tests, and did not wish to troubleshoot. During a followup call, the rptr stated that rptr was not feeling well that morning (had diarrhea and the shakes) and tested back to back with results of 66 and 84; rptr then tested on a prestige meter, with a reading of 136 mg/dl. No info was provided on the initial report; several attempts to contact the rptr since have been unsuccessful. No harm was alleged.